Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2023 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable investigation result of clip assembly stuck into the bushing. Block h10: investigation results the returned resolution clip device was analyzed, and a visual and microscope evaluation noted that the device was returned with the clip assembly stuck into the bushing and the catheter was unraveled. Additionally, the outer sheath was partially removed and buckled. Functional testing was performed, and the handle did not have communication with the clip assembly. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of clip would not close was confirmed. Based on the returned device, it was found that the clip assembly was highly stuck with the bushing. According to the evidence, it is possible that a soft deployment was caused by accident by activating the device and trying to reopen the clip. When the customer pulled back the handle for closing the arms again, this action could induce that the capsule being localized incorrectly on the bushing, therefore, causing the capsule and the bushing to be stuck. If the physician kept pulling back the handle in order to release the clip assembly, this technique could cause the yoke to detach from the control wire. Consequently, due to this entrapment condition, the device could lose its functionality, therefore the reported event is confirmed. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on an unknown date. During the procedure, the clip does not close the clamp. No patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts. This event has been deemed a reportable event based on the investigation findings of clip assembly stuck into the bushing. Please see block h10 for full investigation details.